Event description:
After a permanent cautery hook was removed from a patient and placed on the instrument tray, it was noticed that the tip of the instrument was missing. According to the surgeon and a company representative present at the case, the tip was attached to the instrument as it was being removed from the patient. Both confirmed the tip was intact while still in view on the monitor. The surgeon reported that he does not believe the tip was left in the pateint. No patient harm or patient injury was reported. A post-procedure flat x-ray was performed. The x-ray was negative for radio-opaque foreign bodies, including any artifact resembling a fragment from a permanent cautery hook. The patient was released without incident.